Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported left side capsular contracture, baker grade IV, hypoechoic, oval, circumscribed nodules parallel to the skin, and multiple small folds. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, d.6b, h.6.

Event description:
Physician reported left side capsular contracture, baker grade IV, hypoechoic, oval, circumscribed nodules parallel to the skin, and multiple small folds. Device has been explanted.